Manufacturer narrative:
The reported event could be confirmed, since the device was returned and matches with the alleged failure mode. The device inspection revealed the following: visual inspection: the received nail has drilling marks visible beside distal locking hole otherwise nail is in good condition. Set screw threads were found deformed due to cross threading, material abrasion was visible and nylstop was also damaged. The thread flanks deformation of the nail and the set screws shows signs of cross threading / oblique insertion. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Based on investigation of the returned product and the x-ray provided, the root cause was attributed to a user related issue. The failure was caused by sub-optimal intra-operative procedure at the user site (oblique insertion of set screw leading to cross threading). No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the complaint report will be updated.

Event description:
The locking bolt could not be finally tightened. First the medical procedure was completed successfully but it was noticed by x-ray that a revision has to be done and the nail has to be replaced.